Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis (dka). It was also reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to dka/hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother reported despite delivering insulin, patient's bg levels remained high; mother realized the cannula was not properly inserted in the infusion site (arm). Symptoms reported include hyperglycemia and vomiting. Patient was transported to one hospital by ambulance, then was transferred to another hospital's intensive care unit (ICU). The patient was treated with insulin, intravenous fluids and tramadol; she was released the following day. This pod was discarded.